Event description:
Left implants were cemented into a patient's right knee. The rep brought them into the room, identified them, passed them off to the nurse, who passed them to the field. They were then cemented into the patient. The entire room missed that the implant side was wrong. After cement hardened, the entire room realized the wrong side implant was inserted. They immediately corrected the mistake by removing the left-side implant and inserting right-side revision knees. Surgery was extended three hours.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.